Manufacturer narrative:
Correction #: 2531779-03/24/2010-003-r. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powers on appropriately to the verification screen. A rewind, load, and prime sequence was attempted, and the pump would not load the cartridge. During evaluation the force sensor was found to be out of calibration. There was evidence of a green contamination observed on the force sensor plate. Investigation revealed an intermittent connection at the force sensor socket. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on 08/02/2011 and confirmed that it was operating within required specifications at the time of release.

Event description:
Patient reports receiving two (B)(4) alarms immediately after performing load step. Patient attempted the load step twice and the pump dispensed insulin during the load cartridge phase both times.